Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vagina)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12276301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, leg pain, hot flashes, night sweats, vulvovaginal human papilloma virus infection and dysmenorrhea. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), pethidine hydrochloride (demerol) and sumatriptan succinate (imitrex df). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), abdominal distension ("bloating."), migraine ("migraines"), endometriosis ("reproductive system disorder or condition type of disorder or condition: ovarian polyps") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), fatigue ("fatigue") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (ablation, and hysterectomy (partial), salpingectomy: (unilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, back pain, vaginal infection, psychological trauma, fatigue, headache, endometriosis and allergy to metals outcome was unknown, the vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, metrorrhagia and abdominal distension had resolved and the pelvic pain, abdominal pain, migraine and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, device breakage, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, perforation, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005, (B)(6) 2005 (note discrepancy). She had received treatment for following events" dysmennorhea (as written) (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding, breakage, vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, migraines, pelvic pain. Lot number: 12276301 manufacturing date: 2005-01 expiration date: 2006-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), salpingectomy: (unilateral)). At the time of the report, the device breakage, perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal infection, psychological trauma, fatigue and headache outcome was unknown and the genital haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, perforation, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (note discrepancy). She had received treatment for following events" dysmennorhea (as written) (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding, breakage, vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality-safety evaluation of ptc. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), salpingectomy: (unilateral)). At the time of the report, the perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal infection, psychological trauma, fatigue and headache outcome was unknown and the genital haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, perforation, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (note discrepancy). She had received treatment for following events" dysmennorhea (as written) (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding, breakage, vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ perforation- other, device breakage, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding, psych injury, vaginal infection, fatigue and headaches¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vagina)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12276301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, leg pain, hot flashes, night sweats, vulvovaginal human papilloma virus infection and dysmenorrhea. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), pethidine hydrochloride (demerol) and sumatriptan succinate (imitrex df). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), abdominal distension ("bloating."), migraine ("migraines"), endometriosis ("reproductive systemdisorder or condition type of disorder or condition: ovarian polyps") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), fatigue ("fatigue") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (ablation, and hysterectomy (partial), salpingectomy: (unilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, back pain, vaginal infection, psychological trauma, fatigue, headache, endometriosis and allergy to metals outcome was unknown, the vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, metrorrhagia and abdominal distension had resolved and the pelvic pain, abdominal pain, migraine and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, device breakage, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, perforation, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (note discrepancy). She had received treatment for following events" dysmennorhea (as written) (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding, breakage, vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, migraines, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : events added- abnormal bleeding (vaginal), migraines, ovarian polyps, nickel allergy, bloating, abdominal pain lower. Lot number added, aka name added, reporter added, patient demographic added, events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. Essure insertion date and date of confirmation test was updated. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.